Event description:
It was reported that during pre-testing, it was observed that the motor device was making a loud hissing noise. It was further reported that the customer could not see a pin hole. During in-house engineering evaluation, it was observed that the device had an unknown substance dripping from the connector and a bent pin. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The pre-test was unable to be completed because the device had an unknown substance dripping from the connector and a bent pin. It was determined that the bent pin was from excessive force while inserting the connector to the console. The assignable root cause was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.